Manufacturer narrative:
The patient is (B)(6). An event regarding stem fracture involving an hipstar device was reported. The event was confirmed. Method & results: -device evaluation and results: the hipstar stem is broken in the distal part, approximately 41mm from the distal end. There are some marks of use on the device and scratches that must have been done during the explantation of the device. Dimensional inspection was performed and the stem was found compliant. The hipstar stem fractured in fatigue at the distal end of the device. The fracture origin was located approximately at or near the laser marking done on the adjoining side. The stem material was consistent with the astm f1813 alloy. No material or manufacturing defects were observed on the part features examined. -medical records received and evaluation: a review of the provided x-rays and medial records by a clinical consultant indicated that the principal failure mode in this case is an adverse combination of patient-related factors including age-related osteoporosis and anatomical variation in the proximal femur. No evidence for device-related factors as also supported by the mar findings. -device history review: device history review for the specified lot indicated that the devices were manufactured and accepted in stock with no reported discrepancies. -complaint history review: a review of the complaint history databases shows that there have been no similar reported events for the lot. Conclusions: the investigation concluded that the root cause of the fracture of the hipstar stem was the result of patient-related factors including age-related osteoporosis and anatomical variation in the proximal femur.

Event description:
It was reported that due to coxarthrosis dx, patient underwent to hip replacement surgery procedure on the (B)(6) 2005. On the (B)(6) 2014, patient underwent to revision surgery due to mobilization for apex stem fracture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that due to coxarthrosis dx, patient underwent hip replacement surgery procedure on the (B)(6) 2005. On the (B)(6) 2014, patient underwent revision surgery due to mobilization for apex stem fracture.